Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, hyperglycemia and loss of consciousness.

Event description:
It was reported that unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, at approximately 7:00 a.m., the patient awoke and went to the bathroom. She checked her tandem insulin pump and noted that her cgm was not providing glucose readings; however, she was unable to recall the exact message displayed. The patient lost consciousness. Her next memory was regaining awareness while emergency medical services (ems) personnel were assisting her inside her home. She was informed that at approximately 9:00 a.m., her husband found her unresponsive and called ems. Upon ems arrival, the patient¿s blood glucose level measured 28 mg/dl via blood glucose meter. She was treated with IV glucose, after which she regained consciousness, though she remained incoherent. She was then transported to the emergency department (ed). The insulin pump had been removed prior to transport and was left at the patient¿s home. At the ed, the patient¿s blood glucose level was 117 mg/dl. She received IV fluids and underwent laboratory testing, which indicated covid-19 infection and unspecified cardiac-related findings. Later that evening, the patient developed nausea, vomiting, and shakiness, and her blood glucose rose to 500-600 mg/dl. She was treated with IV insulin and tylenol. At the time of reporting, the patient remained hospitalized (more than 24 hours) with a blood glucose level of 94 mg/dl. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.